Manufacturer narrative:
The insulin pump was received cracked/bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer's mother stated the insulin pump was dropped on the floor. The customer's mother stated the top part of the insulin pump had a ink blot. It was found nothing could be displayed on the insulin pump's screen. The customer's blood glucose was 126 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.